Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h12k24046 and h12j23032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event of peritonitis. While the patient was still hospitalized the patient experienced the onset of pancreatitis. The cause of peritonitis was not reported. The patient was not retrained on proper technique of performing peritoneal dialysis. Forty six days after admission to the hospital, the patient was discharged to go home. The patient recovered from the event of pancreatitis and peritonitis. This is report 1 of 3.

Manufacturer narrative:
(B)(4).